Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology and likely due to the brittle and fragile condition of the leaflets. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This event is filed for tissue damage, requiring intervention. It was reported that on (B)(6) 2017, the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without difficulty. A second clip (61003u106) was advanced and grasped the leaflet. Gripper line and lock line removability had been established, movement of the anterior leaflet was seen and the anterior leaflet was torn. It was unclear if the clip had moved on the leaflet, causing the tear; however, it was noted that the leaflets were fragile and brittle. As the lock and gripper line caps were already removed, the decision was made to remove the cds with the clip, and use a new cds. A new cds was used without issue. Two additional clips were implanted, treating the mr and the tear. The mr was reduced from grade 4+ to grade 2+. No additional information was provided.